Event description:
The pt went for a non-related procedure and the surgeon placed PICC line in the right arm. The pt thinks the line was placed just in case of emergency during the non-related procedure. The pt also explained to the surgeon not to place the line in the right arm because of disabilities in that arm from past injuries. When the pt came out of anesthesia the right arm had numbness, tingling and sharp pains. The line was in place for one month before it was removed. The pt still experiences numbness, tingling and sharp pains and would like to know why this is occurring. The line was removed 1 year ago.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for eval.